Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event was caused by the user deviating from the instructions for use (IFU). However, the root cause of the event could not be identified. The event can be detected/prevented by following the IFU which state: "3.8 inspection of the endoscopic system (preventative measures): inspection of the endoscopic image" ¿do not stare directly into the distal end of the endoscope while the examination light is on. Eye injury may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00345. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that a staff member shone light from distal end of scope to another staff member which caused eye injury/damage. Attempts to obtain additional information were unsuccessful.